Event description:
It was reported that one day post operation this right atrial (ra) lead had dislodged. Loss of capture was also noted, and a p wave could not be obtained. The device was reprogrammed and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.